Event description:
Customer stated that he experienced a low blood glucose event and was hospitalized. The hospitalization occurred five years ago. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.